Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty (pta) procedure using a 7f sheath. Reportedly, the marker lumen was successfully pre-flushed with saline prior to use; however, no blood came out from the marker lumen upon device insertion. A second proglide was deployed after successful bleed back; however, there was no suture retrieved on plunger removal [suture retrieval issue]. Manual compression was used to achieve hemostasis. Upon reviewing the first device on the procedure table, the device was deployed outside of the patient. On removal of the plunger, no suture was obtained. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture retrieved on plunger removal¿ was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.